Event description:
It was reported that when the patient presented to the hospital for a follow-up, episodes of non-sustained vt due to p-wave oversensing were observed. Programming changes were made, and all parameters were stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.